Event description:
Recieved report from FDA of positive results for bacterial contamination when testing device through culturing program.

Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. Recieved report from FDA stating device is part of culturing program and had positive results. Customer was contacted, but did not respond.